Event description:
(B)(6) it was reported by the consumer that while using the 1320rts clamp-on raised toilet seat with arms, the arms assembly detached from the unit. The patient fell to the floor, injured the left leg, sustained bruises and the leg was swollen. Unknown if medical attention was sought. If additional information is received, this file will be revised, and a supplemental report will be submitted.